Event description:
It was reported that the patient received an inappropriate shock after the lead integrity alert (lia) triggered. It was also reported that the right ventricular (rv) lead had high impedance, oversensing with a high number of short interval counts (sic), electromagnetic interference and was fractured. The lead was reprogrammed and the patient was placed on a life vest. The right ventricular (rv) lead was later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range,and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).